Event description:
It was reported that a home patient (hp) experienced separation of their locking titanium adapter from the peritoneal dialysis catheter. The separation resulted in a leak and had occurred during use. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the batch records for this lot was performed. No issues were noted during the production of this lot. The device was returned for evaluation. A visual inspection of the titanium adapter found no issues related to the reported event. The dimensions of the sample were taken and found to be within specification. The adapter was attached to the returned transfer set and functionally tested. No issues were found during the testing and therefore the reported condition could not be confirmed. If additional relevant information become available, a follow up report will be submitted.